Manufacturer narrative:
(B)(4). The analysis results showed that one sc45 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the integrity of the internal components and no anomalies were found. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the jaw of the device did not open and the knife did not return to the home position. The manual release lever was used but the jaw did not open. Another device was used to complete the case. There were no adverse consequences to the patient.